Event description:
The customer reported the sys was displaying a fast stop activated message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the backplane, psi cable, generator driver pcb, power signal interface pcb, and battery pack. Sys operates as intended. (B)(4).